Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the cuff allegedly came off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6fr powerline d/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluation were performed. What appeared to be adhesive stains, were noted throughout the area where the tissue cuff was missing. Therefore, the investigation is confirmed for the reported failure to bond issue as no tissue cuff was present on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 06/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement procedure, the cuff allegedly came off when tunneling. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6fr powerline d/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluation were performed. What appeared to be adhesive stains, were noted throughout the area where the tissue cuff was missing. Manufacturing site evaluation of the sample found that the tissue cuff was not present in the catheter and there was the presence of the adhesive used for the attachment of the cuff to the catheter. Also, it was observed that one of the depth marks was partially deformed by the presence of the adhesive in this section. Therefore, the investigation is confirmed for the reported failure to bond and material separation issue as no tissue cuff was present on the catheter. The root cause is manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the cuff allegedly came off when tunneling. The procedure was completed using another device. There was no reported patient injury.